Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Associated study: registry. Clinical adverse event received for abnormal radiographic examination ¿ prosthesis has not ingrown. Patient has no pain, but there is subsidence. Event is not serious and is considered mild in severity. Event is related to device and is not related to procedure. Doi: (B)(6) 2012; doe: (B)(6) 2018; (right hip). Event is awaiting resolution. No treatment ordered.

Manufacturer narrative:
Product complaint #: (B)(4). Fracture and no code available representing limb asymmetry. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.